Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. The picture revealed fluid leakage; however, the cause of the failure is not visible. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was fluid leakage at the artery connection port of a polyflux 140h dialyzer during treatment. No alarm was triggered. The reporter stated that there was no visible defect on the dialyzer and no issues noted during priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.